Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. At an unspecified time of the event the cgm was inaccurate, the cgm reading was 139 mgdl and the bg reading was 600 mgdl. The physical therapist was with the patient and said that the she wasn't coherent and she was feeling tired, so they called emergency medical services (ems). The paramedics treated the patient with unspecified medication and fluids, they took a bg reading but there was no value reported. The patient was hospitalized on (B)(6) 2024 1:30 pm. At the hospital the patient was treated with ¿some pills and was injected with some liquids¿ but the patient couldn't remember the exact medication. The patient was discharged after 5 days. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.